Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. There might be missing pieces from the broken clevis, but the size of the missing pieces cannot be confirmed. Components adjacent to the broken clevis do not show damage. The complaint regarding instrument broken at the wrist was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument was broken at the wrist. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.